Event description:
During a colonoscopy procedure I removed a small polyp with a cold snare device. The polyp was removed per normal and site looked good, however when I removed (pulled) snare from the scope and with inspection I noticed the snare was open. The snare lost open and close functionality. Like maybe a like broke or snapped. The doctor and rn were aware of incident and procedure was completed without and further issue.